Event description:
The dentist reported a fractured screw. The crown and abutment had came off on (B)(6) 2016. Abutment was originally placed on (B)(6) 2009.

Manufacturer narrative:
The product associated with this complaint was not returned. However x-rays were provided by the customer. The x-rays show what appears to be the tip of the screw broken off, remaining in the implant. Based on the x-rays received, the fractured condition was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.